Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by clutching the arm to reset its memory and reinstalling the camera correctly, which returned the image to normal and removed the green arm pod from the screen. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is the incorrect orientation and installation of the camera on universal surgical manipulator (usm) 3, which affected the guided tool change (gtc). Correcting the installation resolved the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in during the case to report that they were doing an exchange of the camera on universal surgical manipulator (usm) 3 and the arm pod shown on the screen turned green. The caller stated that it looked the guided tool change (gtc) exchange green. The caller stated they also had the camera inverted and backwards at the same time. The caller stated they clutched the arm to get rid of the memory and then reinstalled the camera and the image was returned to normal. The green arm pod on the screen also went away. The caller stated that they did not have any additional issues with the arm pod turning green on the screen. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Additional information has been made to the following: d4, h11 a review of the 30 degree endoscope log (470067-12/10819329) associated with this event has been performed. Per this review of the logs, this scope was last used on (B)(6) 2025 via system serial# (B)(6). This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A review of the site's system logs for the reported procedure date was conducted by quality engineering. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.